Event description:
After 2 weeks having essure I started to bleed a lot and so much pelvic pain. I went back to (B)(6) the place were I got it done telling them I was bleeding a lot and the pain did not stop they said it was normal. Then on (B)(6) I went to a different dr who performed a d and c on (B)(6) after that I was still bleeding so he performed an ablation. When "I that all my problems" were resolved is when they really started. I started having sex with my husband after almost 8 months of nothing because of the bleeding. My husband started to get a rash, cuts, swelling, burning and pain on his penis after sex, and I had terrible irritation and burning and itching on my vagina, like something that I was releasing from my body was causing us to get sick. We went to the dr. They said we had an std and we got checked for all. Can you believe all was negative! But we never got checked if we were allergic to nickel! And that is when we found out what was the cause of all these problems....essure has nickel and me and my husband are allergic to it.... Update on (B)(6) 2014: on (B)(6) 2014 my pelvic pain was so bad I ended up in the ER. They sent me to have a vaginal ultrasound. They found the coils on my uterus. On (B)(6) 2014 I had a hysterectomy. I lost my uterus, my cervix, and tubes, and so many more things, money, time off work, depression, etc.